Event description:
Facility alleges pt reaction during dialysis. Ocurred within first few minutes of treatment. Pt rapid onset of flushing & restlessness. 8th use. Treatment restarted with another dialyzer. Estimated blood loss > 100cc. No further medical intervention required.